Event description:
This rv lead was capped and replaced due to high impedances. The ICD was replaced at the same time to prevent another procedure in the near future. No adverse patient events were reported. Should additional be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.